Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to between 19.6 and 21 mmol/l (352.8-378 mg/dl) - also experienced ketoacidosis (3.9), but did not require medical intervention - while wearing the pod between 36 and 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. As treatment, a new pod was placed and manual injections were given using an insulin pen.

Manufacturer narrative:
The returned device was evaluated and no issues were observed with the adhesive pad. The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found.